Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polyp removal procedure performed in the colon on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The clip was finally released after several tries. It was noted that the clip fell off of the tissue following release from the catheter and was left to pass naturally. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual examination of the complaint device found that the clip assembly was half deployed and the clip was not returned with the device. The yoke was still attached to the control wire. Functional evaluation was performed and the yoke was able to be actuated and deployed. The control wire had a kink near the center of the device. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polyp removal procedure performed in the colon on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The clip was finally released after several tries. It was noted that the clip fell off of the tissue following release from the catheter and was left to pass naturally. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.